Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that this was an arteriotomy closure of the right common femoral artery using a prostyle after a percutaneous transluminal angioplasty (pta) interventional procedure using a 6f sheath. Reportedly, it was attempted to advance the prostyle device through the 0.035 guide wire (gw), however, there were several attempts to pass the gw but it failed. Another device was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Device was returned for analysis. The reported difficult to advance guidewire was not confirmed. Production record and exception reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation determined the reported difficulties and subsequent treatment appear to be related to challenging anatomical conditions. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that this was an arteriotomy closure of the right common femoral artery using a prostyle after a percutaneous transluminal angioplasty (pta) interventional procedure using a 6f sheath. Reportedly, it was attempted to advance the prostyle device over a 0.035 guide wire (gw), however, there were several attempts to pass the gw but it failed. Another device was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. Subsequent to the initially filed MDR report, the account provided additional information: the difficulty advancing the guidewire happened during frontloading of the guidewire. No additional information was provided.